Manufacturer narrative:
According to rec'd information the picco catheter was discarded. Thrombosis is considered as a known complication of arterial cannulation but since the reported catheter was not returned for investigation it is not possible to confirm if there was a malfunction or any deviation from the spec. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that a picco catheter was placed in the brachial artery of a patient before hipec (hyperthermic intraperitoneal chemotherapy) procedure. The catheter placement was normal without any problems and no signs of bad perfusion were noticed after the operation. After 3 hours in ICU the patient started to complain about pain in the left arm and hand. The picco catheter was removed. After initial improvement the situation deteriorated on the next day and a thrombectomy was needed. MFR reference #: (B)(4).